Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade IV. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Healthcare professional reported capsular contracture, baker grade IV on an unknown side. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: no observed rupture on the device. Crease/folding of implant: crease flat observed on the device. Additional observations: white particles observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported capsular contracture, baker grade IV on an unknown side. Healthcare professional additionally reported right side capsular contracture, rupture and folds. The device has been explant.

Manufacturer narrative:
Additional/changed data: b.5, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional additionally reported right side capsular contracture, rupture and folds.